Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of issues with customer's insulin pump. The wife states the customer received unexpected restart alarm and external ram crc error alarm. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a17 or a21 alarm noted during our testing. No unexpected pump re-start or re-set time and date anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, racked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.